Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, crack in the down keypad button, scratched case. The scratches in the lcd window are severe; they do make it difficult to read and navigate the menus. The pump was received without a battery cap. In summary, the customer¿s report of a scratched lcd window was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned.